Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the act button was difficult to press and responded intermittently. Customer's blood glucose was 459 mg/dl. It was reported that it was pouring rain while customer was at diabetes camp. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit had unresponsive buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).